Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va03knf, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead, ubd: 05-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The rep reported that there was a revision. The rep stated that she was asking about an MRI for a patient with a lead fragment. The rep reported that this device was explanted and when the surgeon tried to remove the lead, it broke, and a fragment remains in the patient. Additional information was received from the healthcare provider (hcp) on july 19th, 2018. The hcp reported that there was not a revision. The hcp stated that a device removal was done because the patient did not get any relief after several years and needed and MRI of the back. The hcp reported that the cause of the broken lead was not determined and the it tore while it was being winded out. The hcp stated that the cause of the lead fragment being left in the patient was not determined. The hcp stated that the date of the explant was (B)(6) 2018. Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.